Manufacturer narrative:
Due to additional information received, the fields age at time of event (a2) at section a patient information, describe event or problem (b5) at section b adverse event/product prob, model number, catalog number and unique identifier (UDI) (d4) in section d suspect medical device, impact codes (f10) in section f for use by uf/importer, report source (g2) in section g all manufacturers, and impact codes (h6) in section h device manufacturers only were updated, therefore, this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion and the procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a versacross connect access solution for faradrive was selected for use. Normal until transeptal access was obtained. The versacross rf wire and dilator were removed, and when about to advance the farawave, anesthesia noted a drop in end tidal co2, checked for an effusion on ice and there was an effusion. Pericardiocentesis performed to drain effusion, surgeon was called to be on standby. After effusion was drained, patient was observed for some time until comfortable enough to move to cvicu for further observation. The procedure was cancelled, and the patient was under general anesthesia. The patient is expected to fully recover from the event. The device is not expected to return for analysis. It was further reported that a perforation also was confirmed. No pericardial effusion (pe) noted on echo before the procedure. The patient anatomy may have caused difficulty with the tsp workflow since it the heart was rotated and tough septum. The pericardial effusion was noted to be posterior. After transeptal puncture, advanced the catheter, pulled the versacross dilator out and was getting ready to advance ablation catheter when perforation noticed. There is no reason to believe that the versacross wire malfunctioned during the procedure. In the physician's opinion, the sheath has contributed to the pe. The drain was pulled the next morning, and the patient has been discharged the day after. It was further reported that the case was related to a clinical study (patient ID - (B)(6)). A left atrial perforation during transseptal puncture for planned repeat ablation procedure. Due to left atrial perforation ablation procedure was not completed. Patient was discharged on be (B)(6) 2024. Additional medication was given to the patient. Ultrasound/echocardiogram/tee/tte was used.

Event description:
It was reported that a patient experienced a pericardial effusion and the procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a versacross connect access solution for faradrive was selected for use. Normal until transeptal access was obtained. The versacross rf wire and dilator were removed, and when about to advance the farawave, anesthesia noted a drop in end tidal co2, checked for an effusion on ice and there was an effusion. Pericardiocentesis performed to drain effusion, surgeon was called to be on standby. After effusion was drained, patient was observed for some time until comfortable enough to move to cvicu for further observation. The procedure was cancelled, and the patient was under general anesthesia. The patient is expected to fully recover from the event. The device is not expected to return for analysis. It was further reported that a perforation also was confirmed. No pericardial effusion (pe) noted on echo before the procedure. The patient anatomy may have caused difficulty with the tsp workflow since it the heart was rotated and tough septum. The pericardial effusion was noted to be posterior. After transeptal puncture, advanced the catheter, pulled the versacross dilator out and was getting ready to advance ablation catheter when perforation noticed. There is no reason to believe that the versacross wire malfunctioned during the procedure. In the physician's opinion, the sheath has contributed to the pe. The drain was pulled the next morning, and the patient has been discharged the day after.

Manufacturer narrative:
Due to additional information received, the fields b5 (describe event or problem), f10 and h6 (patient codes) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion and the procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a versacross connect access solution for faradrive was selected for use. Normal until transeptal access was obtained. The versacross rf wire and dilator were removed, and when about to advance the farawave, anesthesia noted a drop in end tidal co2, checked for an effusion on ice and there was an effusion. Pericardiocentesis performed to drain effusion, surgeon was called to be on standby. After effusion was drained, patient was observed for some time until comfortable enough to move to cvicu for further observation. The procedure was cancelled, and the patient was under general anesthesia. The patient is expected to fully recover from the event. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.